Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, high ventricular lead impedance was observed (above 3000 ohms) and noise signals were also observed in stored episodes in device memories. It was unable to reproduce noise and high impedance during the follow-up. Review of the data of previous follow-ups performed on (B)(6) 2013 showed also noise signals on egms. The device was operating in unipolar configurations since implantation, but ¿implant auto detection¿ having been programmed to bipolar and successive programming to bipolar has failed. Lead-pacemaker connection issue was reportedly suspected. Preliminary analysis showed that lead issue or lead-pacemaker connection issue at ventricular level is suspected.

Manufacturer narrative:
Following the preliminary analysis, the subject pacemaker was explanted.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, high ventricular lead impedance was observed (above 3000 ohms) and noise signals were also observed in stored episodes in device memories. It was unable to reproduce noise and high impedance during the follow-up. Review of the data of previous follow-ups performed on (B)(6) 2013 showed also noise signals on egms. The device was operating in unipolar configurations since implantation but ¿implant auto detection¿ having been programmed to bipolar and successive programming to bipolar has failed. Lead-pacemaker connection issue was reportedly suspected. Preliminary analysis showed that lead issue or lead-pacemaker connection issue at ventricular level is suspected.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, high ventricular lead impedance was observed (above 3000 ohms) and noise signals were also observed in stored episodes in device memories. It was unable to reproduce noise and high impedance during the follow-up. Review of the data of previous follow-ups performed (B)(6) 2013 showed also noise signals on egms. The device was operating in unipolar configurations since implantation but ¿implant auto detection¿ having been programmed to bipolar and successive programming to bipolar has failed. Lead-pacemaker connection issue was reportedly suspected. Preliminary analysis showed that lead issue or lead-pacemaker connection issue at ventricular level is suspected.